Event description:
A report was received that the patient is experiencing pain at the pocket site. The physician doesn't feel that the pain is device related and adjusted patient's topical medication.

Manufacturer narrative:
Additional information was received indicated that the topical medication was for pre-existing pain. A good faith effort was made to follow up with the patient but was unsuccessful.

Event description:
A report was received that the patient is experiencing pain at the pocket site. The physician doesn't feel that the pain is device related and adjusted patient's topical medication.